Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Upon visual inspection of the product, no defects were observed on the injector or tip of the injector needle and no foreign matter was identified. It appears a portion of the membrane may have been perceived to be foreign matter. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. A device history review could not be completed as no lot information was provided for this incident. Based on the available information and given that we could not verify the reported issue, a root cause cannot be determined at this time.

Event description:
It was reported that while preparing "endoxan", foreign matter was found on the tip of the bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from japanese to english: "when preparing endoxan, fm was found on the tip of n35j. Replaced by new n35j to prevent the fm entering into the vial."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while preparing "endoxan", foreign matter was found on the tip of the bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing endoxan, fm was found on the tip of n35j. Replaced by new n35j to prevent the fm entering into the vial."